Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device have been unsuccessful.

Event description:
It was reported that the ventilator had no alternating current (ac) or battery power, and did not power on. There was no patient involvement. The customer troubleshot with technical support and found that the unit had ac volts going into the power supply, and no 24 volts coming out of the power supply going into the power management board. The customer was advised to replace the power supply. Further information is pending.